Manufacturer narrative:
The company service rep examined the system and could not duplicate the reported problem. The company service rep reviewed the event log and no system messages were found related to this event. The company service rep verified the fluid/air exchange functioned properly. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a vitreo-retinal procedure, while in fax (fluid/air exchange) mode, the system would not turn on iop (intraocular pressure) control; and when in regular mode, it would not go to air. As a result, the pt experienced a "soft eye." A significant delay of unknown length was also reported. The impact to the pt is unclear; additional information has been requested.